Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pulse generator could not be interrogated. The pt had shortness of breathe. The physician was concerned that device should have not reached eol. The device was explanted and replaced.